Event description:
Related to MFR report # 2183959-2010-00347. The plaintiff was implanted with an ams elevate anterior graft on (B)(6) 2010 to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged that the plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that as a result of the implantation, the plaintiff "suffered severe dysuria, recurrent urinary tract infections, difficulty emptying her bladder, and dyspareunia. She also had persistent urinary incontinence." It was indicated that the plaintiff underwent, "corrective surgery to have the products explanted," on (B)(6) 2011. It was indicated that this procedure was, " ultimately unsuccessful as the products were incorporated into the surrounding tissue."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.